Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings: during investigation, the force sensor was out of calibration and the force sensor resistance was out of specifications. The force sensor was contaminated with a green substance. The display screen was dim and discolored. The battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a force sensor issue with evidence of contamination, a display failure, and damage to the battery compartment. This report is made based on results of investigation completed on 07/01/2014. There was no adverse event associated with this complaint.